Manufacturer narrative:
The device was returned for evaluation. Microscopic examination was performed and found the lens cut in 2 pieces across the optic. One haptic is missing and was not found loose in the container. The product evaluation could not verify the failure mode. Dimensional inspection was performed. All measurements were within spec. Based on this evaluation and available information, the root cause of this event could not be determined, and our previous assessment remains the same.

Event description:
It was reported that approximately ten weeks after implantation an intraocular lens (iol) into the left eye, posterior and asymmetric lens vaulting was observed. It also was reported the patient developed uveitis glaucoma hyphema (ugh) syndrome. The iol was exchanged with a different model due to unresolved z-syndrome and capsular phimosis within a week of onset of symptoms. Yag capsulotomy was performed one day post iol exchange. In the explanting surgeon''s opinion, the likely cause of the event is capsular contraction. In the implanting surgeon''s opinion, the most likely cause of the event is size of the lens relative to the sulcus diameter, capsular fibrosis, and capsular phimosis. Patient outcome is good.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.